Event description:
No medical intervention was required for this event.

Event description:
The customer reported that during the donation, a pool of plasma appeared below the cassette. The location of the leak could not be seen after removal of the kit. There was no alarm. This report is being filed due to the customer filing a sae report with their local authorities.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. A review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: based on the evaluation of the returned set, a bond void was located at the joint between the plasma line and the y connector. This is due to a manufacturing error in which an insufficient amount of solvent was applied during the bonding process. A review of the lot for similar reports was carried out, none have been reported.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The trima disposable set was returned for investigation. The set was visually inspected for misassemblies, missing parts, occlusions, kinks and general defects and none were found. Additionally the plasma line below the cassette was leak tested using pressurized air to 30 psi. The picture submitted by the customer shows a pool of plasma on the top of the trima below the cassette. In leak testing this tubing, a bond void was discovered at the plasma connection on the double side of the y connector. This is a manufacturing error. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). A photograph of the set was examined. The picture shows a leak of plasma or platelets on top of the trima door. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.